Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty travad x 1500 ml bag leaked from a hole in the bag. This occurred when the unit was opened prior to patient use. There was no patient involvement. No additional information is available.